Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that the blood draw and the sensor results are four or five grams per deciliter. This has been "all over the board". There was no known impact or consequence to patient.